Event description:
Implant holder tip broke off. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The additional evaluation revealed the fracture surface is homogenous which indicates material conformity. Implant holder showed that the tip of the thread broke off due to an excessive mechanical force. Heavy torsional force could have led to this fracture. The investigation of material and manufacture documents showed that the implant holder fulfills all guidelines and complies with the specifications. No product error was determined.